Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left transverse sinus using penumbra coil 400s (pc400), a neuron 6f 070 delivery catheter (neuron 070), a px slim delivery microcatheter (px slim), and a guidewire. During the procedure, the physician placed the neuron 070 into the patient, then advanced the px slim through the neuron 070. While advancing the pc400 through the px slim, the physician inadvertently advanced the pc400 in the wrong channel of the vessel; therefore the physician decided to pull back and reposition the pc400. However, while retracting the pc400, it unintentionally detached within the px slim. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using a pac400 coil, the same neuron 070 and px slim. There was no report of an adverse effect to the patient.